Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Email request sent to complainant requesting additional information regarding any treatment for this issue and the patient outcome. No response to the requests has been received at this time. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. A return sample for evaluation is not expected. Reported to the FDA on july 23, 2014. Note: the actual date of event is unknown, so the date used was the date convatec became aware. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.

Event description:
It is reported that the patient developed skin erosion to the skin tissue around the fms associated with the fms device after twenty eight days of use. It is further reported that the patient was unable to be repositioned for thirty six hours, the issue did not become evident until the patient was repositioned. Lastly, the device was removed and a new device was not reinserted.